Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen on the external pulse generator (epg) was cracked. The model of epg is no longer being serviced by the company. There was no patient involvement.